Manufacturer narrative:
(B)(4). D11 medical devices: unknown femoral, catalog #: ni, lot #: ni. Unknown tibial tray, catalog #: ni, lot #: ni. G2 foreign source: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a right knee arthroplasty. Subsequently, patient was revised due to instability. The tibial insert was removed and replaced with a thicker poly.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: assessed 2 images taken in june 2024, and patient was revised in (B)(6) 2024 due to instability and needed a thicker art surface, all other components remained. As all other components remained, implying well fixed, aligned, stable components, images will not be submitted to mmi to review. Advanced imaging would be required to assess poly and instability issues. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, b5, d6, d10, g3, g6, h2, and h11. D6a implant date: unknown date in july 2020 d10 medical devices: femur cemented posterior stabilized (ps) standard right size 6 catalog#: 42500606002 lot#: 64472972 tibia cemented 5 degree stemmed right size c catalog#: 42532006402 lot#: 64520929 stem extension tapered cemented 14 mm diameter +30 mm length catalog#: 42557000114 lot#: 64601068 all-poly patella cemented 29 mm diameter catalog#: 42540200029 lot#: 64545070.

Event description:
It was reported that patient underwent a right knee revision approximately four years post-implantation due to instability. The tibial insert was removed and replaced with a thicker poly.